Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp(B)(6) the complaint is confirmed for 3 returned java instinct blockers for the reported failure of wear. Visual inspection revealed that the plug was worn on both the head and threads. The damage to the threads of the plugs and the screw tulip head are consistent with cross-threading of the plugs into the screw tulip head during attempted installation. However, a definitive root cause could not be determined. Per DHR review, the part was likely conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2020-00079 to 3003853072-2020-00081.

Event description:
It was reported that the threads of three instinct java blockers were damaged during the procedure. Two were stripped in the same screw and the third in a second alternate screw. The blockers were removed and replaced with alternates to complete the case. There were no reported patient impacts. This is report one of three for this event.